Manufacturer narrative:
Corrected data: the event summary was updated to reflect that the lead was repositioned during the emergency surgery that was initially reported. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead was removed from the epidural space and left in the fatty tissue during the emergency procedure on (B)(6) 2023.

Event description:
It was reported that the patient experienced a hematoma. In turn, they had emergency surgery to assess the stimulator. Nothing was removed or repositioned. No intervention planned.